Event description:
It was reported that approximately 16 years post-implantation, the patient underwent a right hip revision of the cup due to psoas tendinopathy leading to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat # 00877503601 lot # 2435785 bioloxâ® delta, ceramic femoral head, cat # 0106010105 lot # 4012027 avenirâ® muller, stem, cat # 00631005836 lot # 61021857 liner 10 degree elevated rim, g2: foreign ¿ australia, the customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).